Event description:
It was reported that the user experienced a low glucose event while using the ilet and had been entering extra meal announcements to correct blood glucose after normal meal entries, and also entering normal meals as corrections, which constituted an improper procedure and led to quick lows; education on appropriate use and oral glucose was provided. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction with the user interface and incorrect use of the system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.